Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 'low¿ on the continuous glucose monitor graph. Low bg cause was not known. Customer consumed carbohydrate glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.